Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was having difficulty charging and difficulty communicating ipg to the remote control. The patient was also experiencing inadequate stimulation. Ther was no device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the "medical" facility.